Event description:
It was reported that a treatment procedure was performed on a severely calcified lesion in the right coronary artery using the radial approach. The artery was pre-dilated, but following deployment of a stent, incomplete expansion was noted. The maverick catheter was then inserted to post-dilate the stent at 12 atm's for 20 seconds when it reportedly ruptured. The balloon was removed without difficulty and was exchanged for a slightly larger maverick balloon. The procedure was successfully completed without harm to the pt. No pt injuries or complications were reported. No other info is available at this time. It was reported that this device had been resterilized once.

Event description:
It was further reported that during a ptca treatment procedure involving a severily calcified and 75% stenotic lesion in the middle segment of the right coronary artery an incomplete post-placement stent expansion was noted. A maverick monorail catheter was placed within the stent in an attempt to maximize its expansion. A loss of pressure was noted on the pressure gauge at 12 atm's on the initial inflation of the maverick monorail catheter and a rupture was suspected. The maverick monorail balloon was removed and replaced with a slightly larger maverick monorail balloon to successfully complete the procedure. The pt was asymptomatic during this event. A 6f/11 cm introducer sheath (for radial approach), a cordis atw 0.014 guidewire and a copilot priority pack 20/30 inflation device were also used in this case. No pt injuries or complications were reported. No other info is available at this time.